Manufacturer narrative:
(B)(4).

Event description:
Patient presented with oversensing issue and noise was visible. Patient is asymptomatic. All lead measurements were stable and channels is sensing appropriately. Oversensing could not be reproduced and no inappropriate shocks were given. Physician opted to not make any programming changes at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. The patient was asymptomatic.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed due to t-wave oversensing combined with noise or myopotentials. Patient was asymptomatic. Noise was not reproducible in clinic. No intervention was reported.